Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the union nut at the driveline connector is loose, patient was scheduled for a repair but "the patient didn't attend at the hospital, the repair is postponed". It was stated that the patient was doing fine the whole time. No additional information available.

Manufacturer narrative:
Service repair form was provided by the qa engineer on 9/15/2016. The driveline (dl) connector repair was performed in the outpatient setting per procedure on (B)(6) 2016. There was no pump stop associated with the repair. The servicing resolved the reported issue. Log files and photos are not available. Hw3112 was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection which revealed a loose connector nut. Log file analysis revealed parameters to be within normal operation and no alarms were logged for the past 14 days of available data. A driveline connector repair was performed without a pump stop that resolved the issue. Heartware initiated an internal investigation and fsca to further evaluate loose driveline connector issues. The pump was manufactured prior to the implementation of corrective actions of the CAPA and fsca. Based on the investigation of the fsca and CAPA, the most likely root cause of the reported event is the interaction of rtv silicone and epoxy during the connector assembly process that causes a reduction in bonding strength. In conjunction with the technical bulletin, a field service repair procedure (mp00306) was developed to repair the loose connector in the rare occasion that a connector separation is observed as a result of the inspection recommended by the technical bulletin. Mp00306 released via co06929 on 21-jan-2013. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.